Manufacturer narrative:
The correct brand name is 100nx(tm) 1-dr w/ duo. The correct catalog number is 10104-003. A field service engineer was dispatched to customer site. The fse performed a planned maintenance (pm) service to resolve the odor/smell issue. The pm service consist of replacing the vacuum pump oil, oil mist filter, catalytic decomp filter, catalytic converter and the adapter converter. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported "mist" emitting from the sterrad® 100nx sterilizer filled the room. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and analysis. The assignable cause of the odor/smells issue is likely the vacuum pump oil, oil mist filter, catalytic decomp filter, catalytic converter and the adapter converter. The field service engineer replaced these parts and confirmed the sterrad®100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.